Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. The device had minor scratches on the lcd window, cracked case near the display window corners, cracked batter tube threads, and cracked reservoir tube lip. (B)(4).

Event description:
Customer reported via phone, the insulin pump alerted low reservoir and she attempted to rewind but the buttons are not responding. She didn't know her blood glucose level at the time the alarm occurred. The b button did bring up the alert but the rest of the buttons wouldn't function. She didn't recall any significant event which may have caused the keypad. Customer was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced. She agreed to return the device for further analysis.